Event description:
The customer reported the rotary encoder intermittent. An unresponsive encoder may not allow the patient settings to be changed which may be detrimental to the patient. No patient involvement reported.